Manufacturer narrative:
Siemens reviewed the instrument files and determined that the initial serum indices were obtained using the (hemolysis [h], icterus [I], and lipemia [l]) output from a urea nitrogen (un_c) donor method signal fed through stand alone hil calculations. Siemens healthcare diagnostics has confirmed that serum indices calculated when samples are tested for alanine aminotransferase (alt), aspartate aminotransferase (ast), lactate dehydrogenase l- p (ldlp), and urea nitrogen (un_c) on the atellica sample handler prime instrument may not be consistent with the samples or the independently derived h, I, and l indices obtained on the instrument. The investigation by siemens determined that the issue may cause incorrect flagging of results, depending on the direction and degree of index difference and the analyte hil index threshold. In the scenario of a higher hil index than the true index, results may be flagged for a high specimen index when truly below the index threshold for an analyte, which would be apparent to the user. In the scenario of a significantly lower hil index than the true index, results may not be flagged as appropriate. The likelihood of inappropriate flagging leading to an index change and a subsequent clinically significant effect is remote. Siemens is not recommending a review of previously generated results. Starting on 26-sep-2018, an urgent field safety notice (ufsn) asw18-03.a.ous and an urgent medical device correction (umdc) asw18-03.a.us will be sent to customers. The ufsn and umdc advise customers to not order h, I, or l serum indices in the same order with alt, ast, ldlp, or un_c tests. In order to get correct serum indices values, siemens instructed customers to order the serum indices on the system or from the laboratory information system (lis), in a separate order without any of the donor methods (alt, ast, ldlp, or un_c). Alternatively, the customer can turn off the automatic hil ordering from the settings screen: (setup->settings->general setup->patient->hil ordering) by selecting "never automatically order".

Event description:
The customer reported that the serum indices (hemolysis [h], icterus [I], and lipemia [l]) obtained on patient samples on the atellica sample handler prime instrument, when the samples were tested for urea nitrogen (un_c) and lactate dehydrogenase l- p (ldlp), recovered less than the serum indices obtained on the samples when tested at an alternate laboratory. There are no known reports of patient intervention or adverse health consequences due the different serum indices obtained on the patient samples.